Event description:
Follow up identified per the physician the patient's infection was fully cleared. Additionally, the patient was doing well.

Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an infection at the scs trial lead site. Reportedly, the patient went to the hospital due to discomfort at the lead site and was diagnosed with an infection. Subsequently, the patient's lead was explanted. The patient received a PICC line and antibiotics for two weeks. No further information was available at this time.